Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was up to 500 mg/dl. The customer stated that she changed her infusion set and had extremely high readings. The customer stated that the infusion set cannula is bent. The customer called about cannula and stated that her blood glucose have gone up to 558 mg/dl. The customer declined to troubleshoot.